Event description:
The customer reported the ventilator screen was locked however, the manufacturer's service technician was not able to duplicate the customer reported problem. The service technician reported a diagnostic code in the ventilator log history that indicated the occurrence of a +5v and/or 12/24 volt failure. The service technician replaced the mmi pcb as a result of the finding. Performance verification testing and applicable final testing was completed and all tests passed per operating specifications. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement.